Event description:
It was reported that this implantable system exhibited high right atrial (ra) lead threshold measurements with intermittent loss of capture (loc) at lower rates during a device check at the clinic. The ra threshold measurement was 5v with intermittent capture at 60 beats per minute (bpm), and 1.2v at 100 bpm. It was noted that the physician was not worried about the variable threshold measurements, and suspected that there were physiological factors. This implantable device and right atrial (ra) lead remain in service, and will continue to be monitored. No adverse patient effects were reported. Good faith effort was attempted to obtain additional information regarding the model/serial number and patient information without success. At this time no further information is available. If additional information becomes available this report would be updated at that time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.